Event description:
Additionally, the health professional reported injecting the patient in the lips with 0.8 ml of juvéderm ultra¿ xc. The patient was pre-treated with numbit. The ¿vascular occlusion¿ occurred that same day in the bottom lip, left corner. The patient was treated that day with ¿hyalla + 11g , 1500 iu +2.51g, 5 n/d, injections,¿ massage and leds. The event resolved later that day.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient with juvéderm® ultra xc. The injector ¿caused an occlusion.¿